Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-apr-25. Drug information was listed as 5 mg/ml hydromorphone at 2.0907 mg/day, 100 mcg/ml clonidine at 51.81 mcg/day, 7.5 mg/ml bupivacaine at 3.1361 mg/day, and 20 mcg/ml baclofen (unknown) at 8.363 mcg/day. It was reported that the patient still believes there are issues with the pump/catheter malfunctioning and is anxious about it. The patient also stated he is afraid of flying and what may happen; 3 days ago the patient presented to the ed with the same issues as already reported and then was admitted. The distribution of pain medications is sometimes not enough and sometimes too much. The fluctuating pain has been going on since (B)(6) 2018 per the patient. The nurse interrogated the pump and there were no alarms noted upon interrogation. The caller spoke with the patient's pump follow-up doctor already and imaging was recommended. The patient stated there are pump recalls and that maybe the pump should be explanted and that the patient is willing to go on po medications. Pertinent information per the caller's inquiries were reviewed, including physician listings information as the patient thinks they want a second opinion from a different pump doctor. Additional information was received from the patent via a manufacturer¿s representative (rep) on 2019-apr-24. Medical history was noted to include some blood pressure (bp) issues. Patient has complained about not feeling relief. Myelogram preformed in december showed pump and catheter were functioning. Environmental/external/patient factors that may have led or contributed to the issue included the patient had bupivacaine removed from pump due to a reaction in (B)(6) 2019. Bupivacaine was added back to the pump and was slowly taking, the dosage was up. Diagnostics/troubleshooting performed included the patient is seeing another physician for a second opinion. Interventions/actions that were taken to resolve the issue included speaking with the patient almost every day about progress. The patient is substituting with oral pain medications and the doctor has been notified of the patient. Complaints of the pump and catheter have been checked and most likely rechecking by other physician with further testing. The issue was not resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via the food and drug administration (FDA) reported the patient had gastritis due to taking piroxicam. The patient was constipated for 14 days. The patient's pump stopped giving medication the last 3 days. As soon as the patient went "number 2", the pump started. The patient had a myelogram done but showed the pump working. In 2019, the pump stopped communicating with the ptm and felt like the meds stopped. The doctor said they added bupivacaine and reprogrammed the pump in the morning. That night it started working. The patient goes in tomorrow to get the pump checked. It was noted the patient's medications were hydromorphone (1.3004/day), baclofen (5.202 mcg/day), clonidine (26.01 mcg/day), bupivacaine (7.802 mg/day), ibuprofen 2 day, cyclobenzene 5 mg/2 a day, otc meds, moringa powder 1 tsp/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable drug infusion device. The drugs being delivered were bupivacaine and dilaudid (hydromorphone) with unknown doses and concentrations. The reason for use was non-malignant pain. It was reported that the patient saw his doctor on (B)(6) 2019 and the doctor adjusted medications in the pump and added bupivacaine to the pump. The patient reported that it felt like the pump stopped working on that day when he went to the doctor and then it felt like it started to work again on (B)(6) 2019 and he felt some relief. He was in pain all day (B)(6) 2019 and (B)(6) 2019. The change in therapy/symptoms was noted as sudden. The patient reported his ptm was not communicating with the pump on (B)(6) 2019 and then started to connect to the pump again on (B)(6) 2019. He is trying to get into the doctor but they cannot get him in until (B)(6) 2019. The patient was to follow up with the healthcare professional (hcp). There were no further complications reported/anticipated.